Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic area pain') in a (B)(6) year old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since february 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psych injury\psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish\psych injury"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Lot number: 689927 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received- this case was upgraded from non-serious incident to serious incident. Explant date was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic area pain') in a 42-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psych injury\psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish\psych injury"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 689927 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: plaintiff fact sheet received. Outcome of event pelvic pain were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic area pain') in a 42-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6)2010, the patient experienced depression ("psych injury\psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish\psych injury"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dysmenorrhoea had resolved and the abdominal pain, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 689927 manufacture date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: plaintiff fact sheet received. Added event dysmenorrhea. Outcome of events dysmenorrhea, genital haemorrhage, pelvic pain, menorrhagia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.